Event description:
A cartridge change error was reported with the pump, and the customer had tried using three new cartridges before contacting technical support, but the issue persisted. There was no adverse impact on the customer's blood glucose level. Technical support guided the customer through multiple troubleshooting steps, including inspecting and cleaning parts of the pump. However, the customer was unable to successfully load the cartridge onto the pump and did not complete a new cartridge fill. It was advised that the customer attempt to fill and load a new cartridge when supplies are available.